Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed openings on the device. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side extracapsular rupture diagnosed by ultrasound and "two silliconomas have appeared in my armpit". Healthcare professional reported capsular contracture baker IV. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported left side extracapsular rupture diagnosed by ultrasound and "two silliconomas have appeared in my armpit". Healthcare professional reported capsular contracture baker IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture unable to observe since it is not related to the device. ¿ rupture: not observed openings on the provided photos. ¿ granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, b5, g2, h6.

Event description:
Patient reported left side extracapsular rupture diagnosed by ultrasound and "two silliconomas have appeared in my armpit". Healthcare professional reported capsular contracture baker IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported left side granuloma. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side extracapsular rupture. Device remains implanted.